Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing low amplitude signals with low, out of range pacing impedances. The shock lead impedance is within normal limits but pacing thresholds are high. There is no shock or anti-tachycardia pacing burden. There is no arrhythmia burden beyond some infrequent non-sustained ventricular tachycardia. Various recommendations were suggested. The rv lead and ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.